Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for low impedance. The lead was reprogrammed. Approximately four months later the lead alerted for polarity switch. Approximately six months later, the lead exhibited low impedance, diminished sensing, and another polarity switch. The impedance limit was changed and sensitivity was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.